Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time between the station and electronic privacy information center (epic) was different. A technical support specialist dialed into station and synchronized the time with the server across all units. After completing the updates, the tss confirmed that the time had been corrected on station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time between the station and electronic privacy information center (epic) was different. This affected medication pull and received an alert when registering the medication at the incorrect time to pull the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.